Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the summit stem had subsided in the femoral canal. After speaking with the surgeon, he believes it was due to liver failure in the patient. He believes this caused the stem to have poor on-growth. Surgeon had originally planned to reimplant but decided not to with the current liver problems until infection has cleared. There was also stem loosening at bone to implant interface.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the summit stem had subsided in the femoral canal. After speaking with the surgeon, he believes it was due to to liver failure in the patient. He believes this caused the stem to have poor on-growth. Surgeon had originally planned to reimplant but decided not to with the current liver problems until infection has cleared. There was also stem loosening at bone to implant interface.